Manufacturer narrative:
(B)(4). Analysis of the returned capio slim device confirmed the complaint. Visual and functional inspection of the suture capturing device revealed that the cage was damaged. The carrier was actuated three times and it extended and retracted without any problem. Also, it was actuated (deployed) three times with the suture and the needle did not enter in the slot. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that two similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a lift up of prolapsed uterus procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the suture broke and the needle was found inside the capio carrier. The procedure was completed with another capio slim device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) lead suture broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a lift up of prolapsed uterus procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the suture broke and the needle was found inside the capio carrier. The procedure was completed with another capio slim device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.